Event description:
It was reported that the target lesion was in the proximal and mid left anterior descending artery (lad), with a vessel diameter of 3.5 mm, and a lesion length of 10 mm. The vessel had moderate tortuosity, moderate calcification, was concentric, 99% stenosed and de novo. Predilatation was being performed with the 2.0x8 mm trek; however, the balloon ruptured on the first inflation of 6-7 atmospheres for 10 seconds. A non-abbott balloon was used to complete the procedure. No adverse patient effects were reported. The device was soaked prior to use and was prepared inside the patient anatomy. There was no reported resistance during advancement or retraction of the device from the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mini trek catheter was not returned for analysis which may have aided in the investigation and determination of cause. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was moderately calcified which likely contributed to the reported difficulties. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the calcified lesion, such that the balloon ruptured during the first inflation below the rbp. It was reported the catheter was prepared for use inside of the patient anatomy. It should be noted the trek instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. It is unlikely that the incorrect preparation of the device contributed to the reported balloon rupture. Without the product to examine, a conclusive cause could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. There is no indication of a product quality deficiency.